Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2014. It was reported the procedure was abandoned due to a cerebrospinal fluid (csf) leak. The pt was asymptomatic.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.